Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units with multiple cartridges during the load process. The customer's blood glucose (bg) level was in the 400s mg/dl, but the contact administered a bolus to bring bgs down.